Event description:
Iridex was informed via UK mhra ref: (B)(4). That while using an iridex otoprobe long angle delivery device connected to the iq 532xp laser console, the delivery device did not deliver laser energy to the intended treatment site when fired. On a second attempt, the user observed damage to the probe's protective outer sheath, i.e., the yellow jacket. The physician observed smoking and burn to the yellow jacket of the probe delivery device. Based on the photographs, the probe fiber which is housed within the protective yellow jacket appears to be broken. The break in the fiber caused laser energy to be emitted into the jacket, resulting in heating and burning of the jacket material. The physician immediately placed the laser on standby and disconnected the probe delivery device. As of this report date, the affected device has not been returned for evaluation; therefore, the root cause cannot be definitively confirmed. Based on the available information, the most likely cause is a fiber break resulting from mechanical damage or stress (e.g., bending, kinking, or handling-related damage), although a manufacturing-related defect cannot be ruled out. The reported issue is consistent with a known failure mode. No patient, user, or third-party injury was reported. No adverse clinical signs, symptoms, medical conditions, hospitalization, prolonged hospitalization, medical intervention, permanent impairment, disability, or other health effects were identified. The physician recognized the issue immediately and ceased treatment when laser delivery failed. Therefore, the event resulted in no serious outcome and does not meet the criteria for a serious injury or serious incident. Per the instructions for use, and standard medical practices, the physician is required to monitor the delivery of laser energy to the treatment site throughout the procedure. Because the physician would immediately notice the non-delivery of the laser energy to the treatment site, and immediately cease delivery of the laser energy, there would be no opportunity for the inadvertent delivery of mis-directed laser energy that could result in an unintended burn. Therefore, the occurrence of potential injury or illness is unlikely if the event were to recur. Therefore, if the fiber break were to recur it is not likely to cause permanent impairment of a body function or permanent damage to a body structure and it is not likely to require medical or surgical intervention.